Manufacturer narrative:
The hrsv has been returned to isi but failure analysis evaluation is in progress; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the device evaluation has been completed or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the right eye in the surgeon side console (ssc) had no video. The customer tried a different endoscope and power cycled the system but there was no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power off and cycle the ssc circuit breaker and there was no change. The customer verified that the vision side cart (vsc) had video in both the left and right eye but when the customer switched video from 3d to 2d, the right video remained out. At that time, the customer made the decision to bring in another ssc to complete the procedure. There was no report of patient harm, adverse outcome or injury. Isi obtained the following additional information from the initial reporter: it was confirmed that the or staff had to bring in another ssc to proceed with the case. The initial reporter explained that the or staff was able to complete the case with no issues and there was no reported patient injury or harm. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replicated the reported issue and confirmed that the faulty component was the high resolution stereo view (hrsv) monitor by swapping left and right video signals to the monitors. To resolve the issue, the hrsv monitor was replaced. The hrsv is located on the ssc and provides the 3d image captured from the endoscope inserted in the patient.

Manufacturer narrative:
Additional information can be found in the following sections: concomitant medical products, date rec¿d by MFR, type of report, if follow-up what type, device evaluated by MFR, event problem and evaluation codes, usage of device, and additional manufacturer narrative. The high resolution stereo viewer (hrsv) associated with this complaint was received and the device evaluation was completed. The reported failure was confirmed. There was no video on the right eye of the console. The hrsv was repaired for the video issue, cleaned, tested, burned-in and checked all functions. The backlight calibration was also completed.

Event description:
Refer to additional manufacturer narrative/ corrected data for follow-up information.